Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the pump exhibited an increased in power and flow since (B)(6) 2017. A pump thrombus was suspected. Treatment was initiated but power and flow continued to rise and a high watt alarm was triggered. On (B)(6) 2017 several pump stops were observed. The final pump stop occurred at 0505 on (B)(6) 2017. The patient passed away at 0525 on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Correction: date MFR received for the initial report was 2017-10-07. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Preliminary analysis: the controller passed visual inspection and functional testing. Device history review (DHR) is ongoing for the pump. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was not returned for evaluation. The controller was returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the controller passed visual examination and functional testing. The reported high power and pump stop events were confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017. 5 low flow alarms have been logged since (B)(6) 2017, 35 high watt alarms have been logged since (B)(6) 2017, 6 vad disconnect alarms have been logged since (B)(6) 2017, and 7 vad stopped alarms have been logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump further triggering high watt alarms thereby causing the pump to stop. The most likely root cause of the vad disconnect alarms observed in the log files may be attributed to physical disconnection of the driveline from the controller. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.